Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir. Performed visual inspection and failed per inspection. Due to snap-cap detached from reservoir's barrel and broken off from reservoir's neck, and found snap-cap attached to transfer guard (transfer guard's physical damage).

Event description:
The customer reported via phone call that the delivery of reservoir had a packaging anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that two of them are crushed from shipping and the blue transfer guard needle is bent. The customer was advised would exchange.